Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d8, d9, and h3. The olympus field service engineer (fse) was onsite to inspect and repair the monitors. The fse found one bad wire from the robot to connector plate on equipment boom. The fse cut existing ends off, installed new connectors, and there was a video image on all monitors. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the flickering of the display image was due to a faulty wire. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during a laparoscopic procedure, the high-definition lcd monitor had a flickering display, five days after a hardware job was completed. It was noted, the intended procedure was completed and there was no harm or user injury reported due to the event. This is part three of three related events. (Patient identifiers: (B)(6) reflect similar events that happened at different unknown dates).

Manufacturer narrative:
The serial number has not been provided. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse could not duplicate the reported issue. The fse checked all video connections and wires and could not find any issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.